Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that during implant, the left ventricular lead exhibited high threshold which led to phrenic nerve stimulation. Fluoroscopy revealed the lead had dislodged. The lead was not used and a new lead was implanted. The patient was fine.